Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model;3186, UDI: (B)(4), serial: (B)(4), batch: a000101928.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was confirmed via fluoroscopy that one of the leads had migrated. In turn, surgical intervention was undertaken wherein the physician attempted to reposition the lead. However, the lead was unable to be repositioned due to scar tissue, therefore they explanted the lead. One lead remains in patient. Postoperatively, the patient has effective therapy. Note: investigation did not confirm which lead migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.